Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/13/2026, it was reported that the patient was alerted by her cgm that she was low. When she checked her cgm, it was reading around 58 mg/dl. She started to experience seizure and passed out. She was not sure how long she was unconscious. Her daughter who was with her called 911. When paramedics arrived, the cgm was around 60 mg/dl and manual bg by the paramedics was showing lower number. They treated the patient with 2 glucose gel and glucose IV. Paramedics stayed for about 1 hour. Before paramedics left around 08:30 pm, her manual bg was at around 230 mg/dl and her cgm was showing around 263 mg/dl value. Before the paramedics left, she was feeling better, but a bit nauseous. At the time of the call, she was better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Before the paramedics left, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.